Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected battery out limit alarm noted during testing. The device had intermittent button response and button error alarm due to corroded keypad traces. No numbers and time clock scrolling during testing noted. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, he was attempting to deliver a bolus and now the numbers and time keep going. Customer removed the battery and the device alarmed battery out limit. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.